Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A doctor reported the system shut down on its own before a cataract procedure. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and the reported event was replicated. The power supply was replaced to resolve the reported non-conformity. The system was then tested and met all product specifications. The system was manufactured on september 24, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The root cause of the reported event can be attributed to the non-conforming power supply. The manufacturer internal reference number is: (B)(4).